Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Top case (cracked), bottom case (cracked). Functional and occlusion testing was conducted. The reported event of motor rate error was not replicated during occlusion testing. Motor error rate was identified in event history log review. The root cause was unable to be determined. The following actions were taken replaced worm coupling and gear as a preventative measure. Also updated motor mount. Additional repairs included: replaced barrel clamp head (cracked), left plunger case assembly (cracked), right plunger case complete (cracked), force sensor (broken wire), plunger cable (damaged wire), top case (multiple cracks), bottom case (cracked), worm coupling/worm gear (worn out), motor mount (upgrade), lead screw(worn out), clutch halves (worn out), interconnect pcb (broken capacitor). Functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.